Event description:
The micro sagittal saw was sent in for eval because it would start to run on its own without activation during a procedure. Readily available alternate devices were used to complete the procedures; no adverse events were associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add¿l info will be submitted once the device is received and the quality investigation is complete.